Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device was unable to prime during the prime test due to protruded/loose drive support disk. No error alarm noted. The unit was received with minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir and lip, and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed for a loose drive support cap during the prime. The blood glucose reading was 137 mg/dl. She stated that the insulin pump had not been dropped or bumped but that the drive support cap was sticking out. She stated that she had not pressed on the cap while connected to the insulin pump. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.